Event description:
Revision surgery due to liner fracture.

Manufacturer narrative:
Concomitant medical products: catalog#: 00-8757-054-02, lot#: 62753144, item name: shell with multi holes porous 54 mm o.d. Size jj for use with jj liners. Catalog#: unknown stem , lot#: unknown, item name: unknown stem. Catalog#: 00-8775-036-04, lot#: unknown, item name: biolox delta, ceramic femoral head, xl, 36/+7, taper 12/14. Concomitant medical products: therapy date: (B)(6) 2021. The manufacturer did not receive x-rays, or other source documents for review. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Investigation and conclusion 1. Event description: it was reported that patient underwent an initial total hip arthroplasty on (B)(6), 2014. Subsequently, the patient presented to surgeon on jan 5 where x-rays were reviewed and found the fractured liner. The patient underwent a revision surgery on (B)(6), 2021 due to pain, osteolysis, possible infection (not yet confirmed) and liner fracture. All components were removed and replaced with cement spacers. It is unknown when new prosthesis devices will be implanted. No further outcome. Harm: s3 - pain or ache, moderate hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: visual examination: the visual examination confirms the reported event; it shows that the liner is fractured. When holding them together it is obvious that some pieces are missing and were not received for investigation. The entire surface including the rim and one of the fracture surfaces are covered with several metallic smearing. The liner's taper does not show the commonly observed seating pattern indicating a proper seating in the shell. 4. Review of documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. No ncr with a potential correlation to the reported event was found. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Complaint history review: review of complaint history found no additional related issues for the reported part and lot combination. 5. Conclusion: it was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2014. Subsequently, the patient presented to surgeon on jan 5 where x-rays were reviewed and found the fractured liner. The patient underwent a revision surgery on (B)(6), 2021 due to pain, osteolysis, possible infection (not yet confirmed) and liner fracture. All components were removed and replaced with cement spacers. It is unknown when new prosthesis devices will be implanted. No further outcome. Based on the investigation the reported event can be confirmed. The visual examination also showed a fractured liner covered with several metallic smearing. The liner's taper does not show the commonly observed seating pattern that would indicate a proper seating in the shell. However, based on the available information, we were not able to identify an exact root cause for this issue. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet¿s reference number of this file is (B)(4).